Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms. Loss of capture was noted in the bipolar configuration. A lead safety switch (lss) had occurred, switching the lead to unipolar, where the pacing impedance measurements were normal. A lead fracture was suspected, but an x-ray did not show any abnormalities. Technical services discussed the terminal pin appeared on x-ray to be fully inserted into the device header. As the unipolar impedance was normal, they could consider the cause to be marginal contact at the ring, low spring contact force, or a broken anode conductor. To minimize possible myopotential oversensing, the rv sensitivity could be decreased. At this time, no intervention or programming changes have been reported. No adverse patient effects were reported. The field representative later reported that troubleshooting was performed. Noise was created, but no pacing inhibition was observed in unipolar. Noise and loss of capture were reproduced in the bipolar configuration. It was reported that the cause of the out-of-range impedance measurements was not determined (a lead issue was suspected) and the lead will remain programmed to the unipolar configuration. The patient will be followed in the remote monitoring system.

Manufacturer narrative:
This lead remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms. Loss of capture was noted in the bipolar configuration. A lead safety switch (lss) had occurred, switching the lead to unipolar, where the pacing impedance measurements were normal. A lead fracture was suspected, but an x-ray did not show any abnormalities. Technical services discussed the terminal pin appeared on x-ray to be fully inserted into the device header. As the unipolar impedance was normal, they could consider the cause to be marginal contact at the ring, low spring contact force, or a broken anode conductor. To minimize possible myopotential oversensing, the rv sensitivity could be decreased. At this time, no intervention or programming changes have been reported. No adverse patient effects were reported.